Event description:
According to the literature a prospective cohort study evaluated the utilization of indocyanine green (icg) fluorescence lymphangiography into transanal endoscopic microscopic surgery for sentinel lymph node detection between 2009-2024. It was noted that the rectal lesion was excised with a full-thickness resection of the rectal wall and a ligasure device was used to achieve hemostasis. There were 95 patients included in the study. 4 patients experienced significant rectal bleeding postop, which were treated with a repeat endoscopic intervention and coagulation successfully managed with the ligasure device. Additionally, 3 patients with tumors located in the high rectum, full thickness excision resulted in an opening into the peritoneal cavity. These patients were treated with a laparoscopy and suturing of the rectal wall defect.

Manufacturer narrative:
D10 concomitant product: unknown ligasur, unknown ligasure instrument (lot#: unknown) transanal endoscopic microsurgery with the fluorescence lymphangiography / kseniia vorotyntseva, vladymyr grubnik and viktor grubnyk / surgical endoscopy (2025) 39:6478¿6485 / https://doi.org/10.1007/s00464-025-12037-0 / published online: 11 august 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.